Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Pt. Reported; had right hip implant in (B)(6) 2022 and had many problems with the implant. Pt. Mentioned loosening, immobility, bursitis and wear. Impending revision to replace joint and the liner due to wear.